Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient was very drowsy and out of it. The symptoms occurred following a pump replacement. The dose was being decreased. Currently, it was at 1.2 milligrams and the dose was going to be brought down to 0.8 milligrams per day. It was noted the lowest programmable dose at the current concentration of 25 milligrams per milliliter was 1.2 milligrams (0.048 milliliters) per day. The system was being used to deliver morphine. Additional information regarding the cause of the revision, any interventions or troubleshooting required as a result of the event, and the patient outcome has been requested. A supplemental report will be submitted if additional information becomes available.

Event description:
Additional information received reported the patient was also taking oral norco. The patient reportedly did not tell anyone he was taking it. The patient had symptoms of increased dizziness and was lethargic. The cause of the event was the patient taking oral norco with his pump medications without it being ordered by the hcp. The patient recovered without permanent impairment.